Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV set distal luer broke off at the connection between the IV set and an extension set. This occurred when the nurse attempted to disconnect the IV set from the non-carefusion extension set that was connected to a patient. The customer reported no patient and/or user harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a broken male luer was confirmed. Visual inspection noted that the tip of the male luer was broken off and lodged onto the female end attachment of the non-carefusion extension set. There was clear indication that the male luer tip and the female end attachment had been strained. Dimensional testing and functional testing were not able to be performed as both the male luer and the female end attachment had been damaged. The root cause of the customer¿s report was not identified.